Manufacturer narrative:
In the previous report the event description was mentioned incorrectly, the correct description should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit. In addition, the device displayed error codes e050(err_daily_values_corrupt), e051(err_corrupt_compliance_log) and e063(err_stuck_knob_key). The device was scrapped by the service center after the evaluation was completed.

Event description:
A remstar auto device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit. In addition, the device displayed error codes e050(err_daily_values_corrupt), e051(err_corrupt_compliance_log) and e063(err_stuck_knob_key). The device was scrapped by the service center after the evaluation was completed.